Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a motor vehicular accident a couple of weeks ago and was concerned with the lead and the general status. In addition, patient indicated being physically worn out and feeling hot. Furthermore, patient felt better post vehicle accident. As of this time, this rv remains in service. No adverse patient effects were reported.